Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure,a small area of insulation erosion was noted on the pace/sense portion of the right ventricular (rv) lead. The lead was repaired with silicone and remains in use. No patient complications have been reported as a result of this event.